Event description:
The customer reported this right atrial lead has a possible fracture due to the recent pace impedance of greater than 3000 ohms; pt to have x-ray to visually check for anomalies. On (B) (6) 2009 the customer reported this lead was subsequently explanted due to a fracture. No adverse pt effects were reported. The customer requested the lead be returned for analysis. The lead was actively implanted for approx 8 years, 8 months.

Manufacturer narrative:
Currently no analysis has been performed, as the location of the lead is unk; as a result, the clinical observation against this lead cannot be confirmed. No pt adverse events have been reported. The manufacturer is attempting to obtain the lead by sending e-mails to the customer, but has yet to be successful. The event will be re-evaluated if additional info becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.